Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the camera cart turned off during a case right before the initial imaging acquisition system (ias) spin. They reported that they saw a battery service error on the screen before the camera cart shut down. The main cart was unaffected by the camera cart shutting down. Troubleshooting was performed. The on/off button on the camera cart did not power on the system. Disconnecting the interconnect cable to let the uninterruptable power supply (ups) capacitors drain, then reconnecting the interconnect cable did not resolve the issue.  A manufacturer representative (rep) returned to the or, disconnected the interconnect cable, removed the camera cart back panel, disconnected the battery, and reconnected the interconnect cable. The system turned on after this. It was noted the probable cause was a malfunctioning battery. There was no impact on patient outcome reported. Additional information was received. It was reported that there was a 5-10 minute delay before the surgeon decided to complete a different part of the procedure first while a manufacturer representative (rep) resolved the issue. It was also noted that the system was plugged in to a known-functional outlet when the issue occurred.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735771, serial/lot #: (B)(4) ; product ID: 9735788, serial/lot #: (B)(4) h3: a medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be reproduced by powering off without prompting, but the camera cart powered down when unplugged from the wall/main cart. Parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. Analysis on the returned uninterruptable power supply (ups) and battery found no faults or failures. The battery was tested (26.2v) with the accompanying ups for a 24hr period and tested with no issues. Ups was then unplugged from main power and continued to run under battery power for the set 11.5 minutes before ups shut down as programed. The uninterruptable power supply (ups) was tested with the accompanying battery for a 24hr period and tested with no issues. Ups was then unplugged from main power and continued to run under battery power for the set 11.5 minutes before ups shut down as programed. H6: b01, c02 and d02 apply to the system checkout. H6: b01, c19 and d14 apply to the concomitant products. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.